Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg and therapy was resumed.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory correction number: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg is unable to communicate with multiple external devices. The patient is no longer receiving stimulation. The patient reports he has not used stimulation in the past two weeks and has not recharged in six weeks. Surgical intervention may be pending to address this issue.